Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. The customer troubleshot the device with the assistance of philip's technical support. The customer found it was a communication problem with the cables purchased from the alarm company.

Event description:
It was reported that the ventilator was failing the remote alarm system. There was no patient involvement. The event date was not specified; estimate used.